Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that fiber insulation damage could occur at many places, such as manufacturing, transmission testing, or user site. However, the definitive root cause of the hole in insulation 1.5m from the distal end could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, during preparation for use the 150 micron tfl ball tip single use fiber was found to have a hole in the insulation approximately 1.5mm from the tip. No work was performed with the product, as the defect was noticed during insertion through the urs sluice gate. The laser fiber cable was not used and therefore no energy was delivered. The procedure was completed using a similar device. There were no reports of patient harm. The device was returned to the legal manufacturer for inspection and testing and the found the tefzel damaged 1.5m from distal end. Tefzel appeared twisted and flattened. Green light leakage was also confirmed at this location. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.